Manufacturer narrative:
Conclusion: the exact cause for the piece being broken off cannot be determined without having checked the instrument itself. As per our trend analysis, this article is not inclined to break and it can be assumed that there was no material defect, no defect in design or any defect in manufacturing. Thus, we feel that no corrective measure is to be taken.